Event description:
That patient was a male, but his age was unknown. The patient was admitted for acute mi. Angiography revealed a target lesion in the proximal lad. The lesion was a de novo, slightly calcified stenosis in a slightly tortuous vessel. There was 100% stenosis. There was pre-existing thrombus in the target site; therefore, aspiration thrombectomy was conducted. The lesion was pre-dilated with a balloon (ottimo: 3.5/15mm). Then a cypher stent (3.5/18mm) was successfully deployed at the target lesion without any issues. When pulling the stent delivery system (sds) back into the guiding catheter (sherpa: 6fr ebu3.75), the physician felt resistance. While pulling on the sds, the physician had a sense that the catheter was stretching. Ultimately the stent became stuck in the guiding catheter; therefore, the physician withdrew both the guiding catheter and the sds as one unit. The implanting physician indicated that the cypher was only used inside the patient for a short time, and he does not feel that cypher sds became softened due to the patient's body temperature. There was no reported patient injury and the procedure was finished successfully.

Manufacturer narrative:
This cypher product is not distributed in the us; however, it is similar to the us distributed cypher product. Additional information will be submitted within 30 days of receipt.